Event description:
It was reported that the patient was experiencing light-headedness. Possible right ventricular (rv) lead oversensing was noted during interrogation and the clinician requested a portable continuous monitor for the patient. The monitor identified one instance of t-wave oversensing (twos) and a case of physiological oversensing on the rv lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).